Event description:
It was reported that this patient underwent an ablation procedure for ventricular tachycardia. After the ablation, loss of capture was noted on the right ventricular (rv) lead due to lead dislodgement. Subsequently, a revision was performed and this lead was surgically abandoned. A new rv lead was successfully placed. No additional adverse patient effects were reported.